Event description:
The customer called technical support (ts) reporting that the device has a touchscreen failure and dim display. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states unit has a failing touchscreen that will not hold calibration and the display is dim. Customer is requesting part number and price for replacement user interface assembly.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened and a supplemental report will be submitted.